Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and the transmitter has voltage. A review of the downloaded data log confirmed the reported event of loss of connection. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. Data log was provided and reviewed for evaluation on (B)(6) 2017. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.